Event description:
It was reported that the patient was asymptomatic. The atrial lead exhibited low impedance due to noise. The noise could be reproduced with isometrics. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.